Event description:
Boston scientific received information that after the recent implant of this cardiac resynchronization therapy pacemaker (crt-p), this patient presented to the hospital for 2 syncopal episodes. Upon investigation, it was noted that the oversensing of noise resulted in pacing inhibition on the right ventricular lead, which likely resulted in greater than 2 seconds of asystole and the syncopal episodes. Surgical intervention was performed, and the rv lead was surgically abandoned. The left ventricular (lv) lead was plugged into the right ventricular port on the device header using an adaptor to remedy the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was modified surgically and remains in service. No further information is available. This report will be updated if more information becomes available.